Manufacturer narrative:
Correction: h6 and h10 plant investigation: the sample was not returned to the manufacturer and the lot number and catalog number were not provided. A manufacturing review could not be performed as a customer account was not acquired to perform a search for lots on the shipped orders of cycler sets. Due to the limited information available, an investigation could not be performed. A definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a patient had an infection while on peritoneal dialysis (pd) therapy. Additional information was not provided.

Event description:
It was reported that a patient had an infection while on peritoneal dialysis (pd) therapy. Additional information was not provided.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. Since a patient customer account was not identified, a manufacturing review was performed on the lots of products shipped to the reporting clinic for the three (3) month time frame prior to the approximate event occurrence date. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process associated with the reported event. An investigation of the device history records was conducted and confirmed that the results of the in-progress and final quality control testing met all requirements. The product lots involved met all specifications for release. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there was no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Event description:
It was reported that a patient had an infection while on peritoneal dialysis (pd) therapy. Additional information was not provided.